Event description:
High impedance, greater than 1900 ohms, and noise, resulting in inappropriate therapy, was reported. The lead was capped. No patient complications were reported as a result of this event.